Event description:
The account alleges that during an atrial fibrillation procedure for pvi, a pericardial effusion occurred and the patient expired. The diagnostic catheters were placed in the right atrium coronary sinus position and transseptal puncture was done successfully. Afterwards the mapping catheter was placed in the left atrium and steering was noted to be difficult. A cardiac ultrasound showed a pericardial effusion in the patient. A pericardiocentesis was then performed. During the next hour approximately 1.5 liters blood were withdrawn from the pericardium. The emergency team entered the room and soon the patient showed asystole. The emergency team began with CPR, however the patient did not recover and expired in the cath lab. According to the physician the cause of the effusion and of the patient's death are not clearly known but that the perforation could have potentially occurred after transseptal puncture on the left atrium roof.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint cannot be confirmed and a root cause cannot be determined. A review of the device history record and complaint database cannot be performed as a lot number was not provided.